Event description:
Additional information received indicated surgical intervention was undertaken and the lead was explanted and two replacement leads were implanted. Therapy was reported to have been restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a discomfort described as a burning sensation in her left leg, neck, and arms. The patient was instructed by the physician to turn the stimulation off which made the burning sensation to go away. Reportedly, diagnostic testing revealed the patient's lead reflected high impedance readings. As a result, surgical intervention may be pending to address this issue.